Event description:
It was reported that the pt underwent a catheter revision. When the pump was reprogrammed, the catheter and pump tubing were primed; only the catheter only should have been primed. The pump contained fentanyl; pre-revision dose was 1700 mcg/day. The pt was to receive 360 mcg following the revision. The pt "crashed" within mins of the priming dose but was doing well at the time of the report. Please refer to MFR's report#: 3004209178200804703.